Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received. This product is registered as a combination product.

Event description:
It was reported that the pacemaker dependent patient presented for follow up with episodes of high ventricular rate recorded by the device. The episodes were found to be attributed to sensing noise exhibited by the right ventricular lead, resulting in pacing inhibition. Programming interventions were made. The patient was in stable condition.

Event description:
New information received notes that the lead was explanted. Further information was requested by not received.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external insulation abrasion was found at 9.2 ¿ 9.6 cm from the connector pin breaching the outer insulation and exposing the outer coil. The cause of the reported event is due to the exposure of the outer coil at the abrasion zone which is consistent with friction to the device can. Other damages found are consistent with procedural damage. Further information was requested but not received.